Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of pace and sense light-emitting diodes blinking simultaneously, the device passed all vxi testing with no anomalies found. Analysis only noted that the main clear cover was contaminated with leftover adhesive. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator's pace and sensing light-emitting diodes were blinking simultaneously during the patient's self-rhythm. The generator was returned for service. No patient complications have been reported as a result of this event.